Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument is broken due to fair wear and tear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: b5.

Event description:
Additional information received: a. Which part of the instrument broke? Handle b. Was there any surgical delay? If yes, duration of the delay? Yes 5 mins. C. Did it break into 2 or more pieces? Yes d. Was/were there any adverse consequence/s that affected the patient because of the reported event? No.